Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump remained on the "preparing the fill" screen for 15-20 minutes. During troubleshooting with tandem's technical support, customer confirmed that the pump screen was not frozen. The pump was reset to address the event and insulin delivery was resumed. Customer's blood glucose was 162 mg/dl.